Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported, during a ureteroscopy (urs) on the right ureter, using an ncircle tipless stone extractor, the basket tip bent, unable to use effectively since beginning of the operation. Extra force was required to open the basket and the basket would not fully open. Another same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation with the handle and basket formation in the closed positions. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.8 cm in length. There were no kinks in the basket sheath. The tip of the basket sheath was smashed approximately 1 cm from the distal tip. A functional test determined the handle actuated the basket formation, but the basket did not open completely. The basket formation only protruded 1 cm when the handle was is in the open position. The handle was reset, and the basket assembly did not move after the handle was reset. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed but would not open completely due to sheath damage. The distal end of the basket sheath was smashed in appearance approximately 1cm from the distal end. Devices are inspected multiple times for damage and functionality during manufacturing and quality control checks. Devices are also packaged with the basket in the open position. It is likely the basket sheath was inadvertently damaged by the user, preventing the basket from functioning properly. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Corrected information: in our previous report h6: conclusion code we reported unintended use error caused or contributed to event (61). H6:investigations conclusions (annex d) has been changed to d15 cause not established. The basket would not open due to the observed sheath damage, but the cause of the damage could not be determined. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy (urs) on the right ureter, using an ncircle tipless stone extractor, the basket tip bent, unable to use effectively since beginning of the operation. Extra force was required to open the basket and the basket would not fully open. Another same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.